Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ short pen needles 8mm x 31g clogged during priming. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow.

Event description:
It was reported that the bd ultra-fine¿ short pen needles 8mm x 31g clogged during priming. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-jan-2023. H6: investigation summary customer returned one used pen ndl 31ga 8mm. Reported needle clog during priming, stated that there is no insulin flow. The pen needles was visually inspected and observed bent non-patient end. The pen needle bent may have occurred accidently, while the user was preparing the pen needle for use which caused user difficult to operate. Potentially, if the pen was not aligned with the canula which could prevent insulin properly flowing through the cannula. Therefore, pen needle was clogged during priming due to non-patient end was bent. Hence, the alleged issue could be confirmed based on the sample return for the investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Customer returned one used pen ndl 31ga 8mm. Reported needle clog during priming, stated that there is no insulin flow. The pen needles was visually inspected and observed bent non-patient end. The pen needle bent may have occurred accidently, while the user was preparing the pen needle for use which caused user difficult to operate. Potentially, if the pen was not aligned with the canula which could prevent insulin properly flowing through the cannula. Therefore, pen needle was clogged during priming due to non-patient end was bent. Hence, the alleged issue could be confirmed based on the sample return for the investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause of the needles bent appears to be accidental damage caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.